Event description:
It was reported that the drill bit was being used during a mandible procedure, and the bit sheared off. The bit is lodged in the patient's deep neck. A CT scan was performed and the bit is located in the left posterior pharynx. There was a two hour plus delay during the procedure.

Manufacturer narrative:
Zimmer biomet (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. H6: suggested component code- mechanical (g04) ¿ drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.